Event description:
It was reported to gore that the graft ruptured 2 cms from the proximal anastomosis. The graft was explanted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing records for the device verified that the lot met all pre-release specifications. The engineering evaluation stated that the cross section of the graft nearest to the ring section is indicative of having been cut with shears. The opposite end of the graft is indicative of a tear and the radial reinforcement film is missing for approximately 3mm from this end. The longitudinal film under the first two rings nearest the disrupted side is loose. The examination found no anomalies attributable to the manufacture of the device.